Event description:
The pt presented to the clinic after receiving several shocks with no related symptoms. The ICD was interrogated on 5/16/00 and numerous aborted episodes were observed on stored electrograms along with varying low amplitude r-waves. Noise was observed. The pt was taken to the "ep" lab and upon opening the pocket, the lead was found coiled on top of the device instead of underneath as it was implanted. All pacing parameters were normal and no lead trauma was detected. The lead was coiled back under the device and the pt was sent home. On 6/9 during a routine visit, a pacing lead impedance less than 100 ohms was observed. There were 5 more aborted episodes of "vf". The physician elected to explant the entire system. The ICD is being returned for analysis, but the nurse accidentally discarded the lead.